Event description:
The customer reported that the AED will not power on. The customer indicated that they inserted a test battery and service code 200 was prompted, performed a manual self-test and the AED is okay. The customer did not report this occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.